Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, on (B)(6) 2013 patient underwent initial left knee replacement surgery and was implanted with a optetrak device. Specifically, plaintiff was implanted with a optetrak posterior stabilized tibial insert, along with an optetrak stem, optetrak patella, optetrak screws, a optetrak tibial tray, and a optetrak posterior stabilized femoral component. Following the surgery, plaintiff began experiencing worsening symptoms, pain, instability, effusion, and antalgic gate. Plaintiff underwent a left knee revision surgery on (B)(6) 2021, approximately 7 years 7 months post initial procedure. Plaintiff continues to experience pain and discomfort on a daily basis in his left knee which limits his daily activities and quality of life. No device return anticipated due to this being a legal case.

Event description:
Additional information received by the legal department on 1 mar 2023: revision operative report [relevant information] 23 mar 2021: preoperative diagnosis 1. Aseptic loosening, left knee, 2. Expected severe polyethylene wear, left knee. Extensive amount of synovial fluid was present. The patient had extensive amount of synovitis. Polyethylene had evidence of wear and delamination. The femoral component was found to be grossly lose and was removed without any difficult. The femoral component had debonded from the underlying cement. The tibia appeared to be well fixed and was removed without difficulty. The patient had evidence of osteolysis, particularly on the femoral side. Patellar component was well fixed and not revised. The patient was revised to another company¿s devices. The patient was transferred to the postanesthesia recovery unit.

Manufacturer narrative:
Investigation results- the revision reported was likely the result of both femoral loosening and polyethylene wear as stated in the operative notes. The aseptic (non-infected) femoral loosening may have been the result of patient-related conditions and/or an insufficient bond between the femoral component and the bone. The extent and root cause of the reported prosthesis wear cannot be determined as the devices were not returned for evaluation, and radiographs and photographs were not provided. These devices are used for treatment not diagnosis. There is no other information available. Correction- h7 this is not a recalled device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected fields: a2, b2, d10, h6: clinical codes, impact code, medical device problem code and component code. D10: is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k033883. Concomitants: optetrak logic tibial tray trapezoid (02-012-41-4040, (B)(6)). Insert, tibia constrained condylar (02-012-35-4009, (B)(6)). Optetrak three-peg patella (200-02-35, (B)(6)). Non exactech p bone cement x 2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.